Event description:
Caller reported that the t:slim x2 pump battery would not charge and confirmed that both the tandem charging cable and wall adapter were in use. Despite attempts to charge the pump using a wall adapter for 30 minutes, the issue persisted, even with different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Cts arranged to replace the pump, confirmed the shipping details with the caller, and provided instructions for returning the problematic pump. The caller was informed about the steps to take upon receiving the replacement, including allowing the current pump's battery to fully deplete before returning it.